Event description:
It has been reported to philips that the device was unable to produce x-rays. The user performed a reboot, but the issue persisted. The system was in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in diagnostic procedure when the issue occurred, and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed the tube errors and due to that the x-ray was not possible. Analysis of the system log file showed failed fluoroscopies due to xray-generator/ detector problem and tube current/hv was out of range. During troubleshooting, the fse found that bg cover and high voltage transformer must be replaced due to generator issues. The fse replaced high voltage transformer and calibrated it. The defective part was returned to philips for further analysis. The analysis confirmed the malfunction of the high voltage transformer and identified high voltage errors. Following the replacement of the high voltage transformer, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.